Manufacturer narrative:
A4 is unknown. The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The complainant reported a patient who decompensated during a percutaneous coronary intervention was decannulated with extracorporeal membrane oxygenation and implanted with an impella cp pump or mechanical circulatory support. It was reported an hour after support was initiated, the automated impella controller (aic) had an alarm for controller failure. The aic was exchanged, and the issue was resolved with the new aic unit. There was no patient harm reported.

Manufacturer narrative:
Correction: d6a and d6b should have been left blank.